Manufacturer narrative:
Beckman coulter hotline assisted via phone and evaluated the dxc 600 pro. Hotline recommended replacing the sample syringe, priming and cleaning the system. However, the issue was not resolved. The customer indicated replacement of the sample probe resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the dxc 600 pro analyzer generated erroneous low total protein (tp) and erroneous high glucose (glucm) results. Customer also reported many controls and other assays results were suppressed with lo errors. There was no report of an adverse event associated with this event. The customer provided sixteen (16) patient results; however, only two (2) patient results were confirmed to be erroneous.